Event description:
A pharmacist reported that following an intraocular lens (iol) implant procedure noticed lens with droplet. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The attached photo shows implanted intraocular lens (iol). There appear to be light reflections on the lens. No determination can be made on the reported complaint from the returned photo. Based on our observation of the attached photo, there appear to be light reflections on the implanted lens. No determination on the reported complaint can be made based on the returned photo. The product was subject to handling and the reported complaint was highlighted post implantation. A final root cause cannot be determined based on available information and without the evaluation of the physical product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).